Event description:
Update: it was reported that two or three screws along with the plate remain implanted at the ulna side. The surgeon commented that the driver easily slipped and would not engage the screw.

Manufacturer narrative:
Patient identifier and weight are unknown. Patient age is reportedly between (B)(6). This report is for five (5) unknown locking screws. The original implant procedure occurred on an unknown date in 2012. (B)(4). Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a limited contact locking compression plate (lc-lcp) was implanted on an unknown date in 2012 for a radius and ulna shaft fracture. The patient returned to the operating room on (B)(6) 2015 where the surgeon attempted to remove the locking screws by connecting the screwdriver shaft to the handle. The surgeon was able to successfully remove a few screws via this method, but the remainder required the extraction screw as the handle would not function. The plate was removed from the radius side, but remained in the patient¿s bone on the ulna side. A fifteen (15) minute surgical delay was noted. This report is for five (5) unknown locking screws. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.